Event description:
It was reported that an ilet user experienced hyperglycemia following a supply change, with a fingerstick blood glucose of 571 mg/dl and approximately 7 hours above range; the user entered the blood glucose into the ilet, performed a guided supply change, and insulin delivery was resumed, and the user also reported issues with a newly applied sensor. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, no back-up therapy use, and no ketone testing, and glucose later returned to range per reports. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed the cause of hyperglycemia remained unclear. It was concluded that the event was related to high glucose with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.